Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative noted that the navigation systems are often left on overnight at this site. Recommendation made to the site that they power off the navigation system when not in use. - 11/12/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 11/18/2015 a medtronic representative, following-up at the site, reported the issue has not reoccurred. The navigation system is functioning properly as it should. - 11/19/2015 software analysis was unable to determine probable cause with the information provided as the logs do not contain anything that specifically indicate why the system became unresponsive. - no further issues have been reported.

Event description:
A site representative, stealth coordinator, reported that their navigation system became unresponsive after merging patient exams using stealthmerge. The navigation system mouse was unresponsive, as were the buttons on the screen. A second hard shut-down restored normal function to the navigation system. The site was proactively loading patient exams on the navigation system. There was no patient present when this issue was identified.